Event description:
The patient reported a loss of therapeutic effect. It was indicated that being in an accident on (B)(6) 2013 and the neurostimulator (ins) shifted and there was pain at the ins site. The patient reported that she tried to using the programmer (pp) and it would not work to connect with the ins and her symptoms have return and she was getting irritated. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Product ID: 3889-28, lot# j0555163v, implanted: (B)(6) 2005, product type: lead. Product ID: 3037, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer. (B)(4).